Manufacturer narrative:
This correction is being filed to correct the device problem code. Ds2 is not in the scope of the recall, and foam degradation was incorrectly coded. Device problem code has been changed to contamination, as an unknown black substance was found in the device filters. No other changes made.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging black filters. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.